Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that an erroneously elevated b-type natriuretic peptide (bnp) result on a patient sample on an atellica im 1300 analyzer. Calibration was acceptable. Quality control (qc) recovered acceptably before the event and recovered outside the customer's ranges after the event. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit the cse, inspected the analyzer, ran auto check, found clog in vacuum line near the pressure regulator, removed clog and reset vacuum pressure, system message log showed error in the dark counts signal, removed and cleaned luminometer and photo multiplier tube (pmt), inserted the luminometer back and restarted the analyzer, ran auto check which failed with error in the dark counts. Then, the cse replaced luminometer housing, performed alignments and found that the cuvettes are getting stuck when elevator is lifting, checked secondary vacuum which was high, adjusted secondary vacuum to the range, and found that the regulator was not holding vacuum steady, replaced regulator. Further, the cse replaced elevator, performed sample probe alignments, ran full auto check, which passed. Later, the cse ran maintenance, which passed. The customer ran qc and precision, which recovered acceptably. Siemens is evaluating the event.

Event description:
The customer reported that they obtained an erroneously elevated b-type natriuretic peptide (bnp) result on a patient sample on an atellica im 1300 analyzer. The erroneously elevated result was reported to the physician(s). The sample was repeated on an alternate analyzer and lower result was obtained than the initial result. The repeat result was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated bnp result.

Manufacturer narrative:
Siemens filed initial MDR on 08-jan-2026. Additional information (21-jan-2026): siemens evaluated the events where a small group of atellica immunoassay (im) analyzers experienced vacuum sub-system problems which may have caused erroneous results on different analytes and determined that undetected blockages may occur in the vacuum sub-system during normal operation; however, the system will fail auto check for vacuum errors when the blockage is present, when the vacuum errors are generated, the system will cancel all tests. Auto check will detect increases in vacuum pressure, regardless of where the occlusion occurs. The instrument is performing according to specifications. No further evaluation is required. Note: in section h6, the codes for investigation findings and investigation conclusions have been updated to reflect the additional information.